Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer replaced the probe and checked the dispense volume, decontamination the mup and cleaned the meia optics line. Following the maintenance, the calibration passed. In 2008, the customer called back stating the calibration error was reoccurring. The customer was instructed to order a 6-point calibrator. No impact to pt management was reported.